Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was calibrated and the workstation and generator files were backed up. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.